Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additional information was not provided. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.